Manufacturer narrative:
The returned device was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The device meets specifications and longevity. A risk review of the device was completed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device had eighteen months of battery remaining but it reached elective replacement indicator (eri) in one week. This device exhibited premature battery depletion (pbd) and was explanted. No additional adverse patient effects were reported.